Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 507 mg/dl. The customer¿s blood glucose was 350 mg/dl at the time of incident and current blood glucose is 530 mg/dl. The customer also state that blood glucose level went up to 611 mg/dl when they was at hospital. The customer experienced symptoms such vomiting really bad. The customer did not provide details regarding treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The customer also state that they received post-reset ram crc alarm and customer were able to clear the alarm and able to rewind the insulin pump. Customer had not started auto mode. The insulin pump will not be returned for analysis.